Manufacturer narrative:
An event regarding revision surgery due to baseplate loosening (loss of bone support) was reported. The event was confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: revision of gmrs/mrh device construct due to breakage of the tibial stem in the part of the connection with the tibial plate of the gmrs prosthesis some 7-years in a male patient of (B)(6)-years with unknown weight and activity level. There are extensive radiolucent lines around the entire baseplate section as well as the proximal two-third of the stem with severe osteolysis around the mid tibial stem section. Tibial stem fixation is only present around distal stem and tip section. The connection between intramedullary stem and femoral anchorage device disassociated with unknown effects. X-rays confirm implantation of gmrs/mrh devices in the right knee with fracture of the tibial stem extender near transition to the tibial baseplate. One week later the connection between intramedullary stem and femoral anchorage device disassociated with unknown effects. -device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the reported lot referenced. Conclusions: based on the clinician's review "most likely a low grade infection after a large segmental resection for malignant bone tumor has contributed to focal osteolysis around the tibial section of a gmrs/mrh device construct contributing to loss of bone support around the device with a fatigue fracture at the transition of loaded to unloaded implant section as ultimate adverse outcome. The current revision appears to be the first stage of an intended two-stage reconstruction of the infected arthroplasty." No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
The surgeon reported: breakage of the tibial stem in the part of the connection with the tibial plate of the gmrs prosthesis. Update: in 1988 the patient fell and had a metaphyseal fracture of the right femur, plate and screws were implanted. In 1989 the plate was removed and confirmed the diagnosis of giant cell tumors, the patient underwent a proximal right tibial resection for the tumor. In 2010, he underwent a review of gmrs prostheses and after few months began to feel pain in the load for progressive periprosthetic osteolysis of the tibial component. As per regional regulatory, the hospital has to preserve the explanted material for at least three years and if the manufacturer, during the three years, makes a requests, written and reasoned, the hospital can proceed with the shipment of the materials, only if at least six months have been passed from the notification, and only if: there are not legal proceedings or required by the patient concerned the surgeon and the hospital management does not deem the conditions for holding the explant.